Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device had no power. The customer stated that the user was able to retrieve medications from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) swapped out the power supply, but the unit still showed no power. The fse unplugged all components, yet the issue persisted. The fse then replaced the comm sled, and the unit powered up with nothing connected. The fse plugged all components back in, but the comm sled lost power again. The fse obtained a working comm sled and isolated the issue to the pyxibus cable connected to the remote manager. The fse replaced both the comm sled and the pyxibus cable. The fse tested the system using the hardware test application. The system functioned as intended after the field service engineer repaired the device.